Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2017. The caller stated the causes of death were due to ischemic heart disease, coronary artery disease, copd, diabetes and chronic kidney disease. The caller indicated that the customer did not have other health issues or illness that may have led to the customer's passing. The caller did not allege under or over delivery of the insulin pump. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Findings: unit received with depleted duracell alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. Unit uploaded properly using carelink pro. Unit had scratched case, pillowing keypad overlay and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.